Event description:
The patient was implanted on (B)(6) 2024. As per the explanting hospital, the patient was explanted due to anticipated future need for MRI procedures and stated that the device was not functioning. There were no requests for troubleshooting or evaluation of alleged device functionality issues were made by the patient, caregiver, or healthcare providers. Mobia offered assistance in identifying a therapist to resume paired vns therapy; however, the patient declined further therapy support.